Manufacturer narrative:
Manufacture¿s investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation following the reported event of the patient passing away. The provided information indicated that the patient was found unresponsive and ems noted that the controller was fully connected but alarming with a continuous tone. The log files associated with (B)(6) contained data spanning approximately one day (02oct2022 ¿ 03oct2023 per timestamp). On 03oct2023 at 18:26:39 and 18:26:45, two atypical power cable disconnected alarms activated due an invalid rsoc fault remaining active on black power cable. This fault was not associated with any routine power source exchanges; the alarms cleared shortly after activating each time. Approximately three minutes after the atypical power cable disconnected alarm cleared at 18:30:00, the patient disconnected the driveline, stopping the pump, and powered down the controller. There were no alarms active in the log file that would have resulted in an continuous alarm or needed a controller exchange. The returned system controller was functionally tested and found to operate as intended. A root cause for the observed power cable disconnect alarms could not be conclusively determined through this analysis. The observed alarms and subsequent controller exchanged cannot be correlated to the reported event of the patient passing. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the system controller serial number: (B)(6), returned for evaluation, was functionally tested and was found to function as expected. A full functional test was performed, and the system controller passed all test steps. The data log files were successfully retrieved. The event log file contained data recorded from 02oct2022 to 03oct2022. The data captured on 03oct2022, at 18:26 revealed two intermittent power cable disconnect alarms while the system controller was connected to 14v batteries. The alarms were associated with ¿b_rosc_invalid¿. Two minutes later, at 18:28 the 14v batteries were disconnected from the controller resulting in a no external power alarm and at 18:30 the driveline was disconnected. The periodic log file contained data recorded from 23sep2022 to 03oct2022, where normal operation was recorded. The last recorded entry, captured on 03oct2022, at 19:20 revealed no external power, driveline disconnect and lvad off alarms. A specific root cause for the alarms/events captured in the log file was not able to be determined. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were power cable disconnects and it appeared the batteries were disconnected resulting in no external power alarms. The driveline was disconnected, and the pump turned off pump: MFR# 2916596-2022-14369. Mpu: MFR# 2916596-2022-14508.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that 18:28:04 there were power cable disconnects and at 18:42:21 a system controller exchange was performed.